Event description:
Received distributor's e-mail in 2004. It read, "port was disconnected." Received an x-ray 5 days later showing the catheter broke off @ 1 inch from connector. Hdc requested three times for additional information in order to understand the nature of the problem, but no additional information was provided yet. Hdc is sending incomplete report now, in order to comply with MDR report filing deadline.